Event description:
It was reported that; during surgery, the surgeon expanded between the intervertebral into 12mm using the distractor. And the surgeon inserted the cage using the inserter to l4-l5. When the surgeon inserted the cage, the cage protruded anterior from the vertebral body. The surgeon not removed the cage and inserted another of cage. The surgeon is monitoring for the patient now. There is no damage at present.

Manufacturer narrative:
Method: device not returned; results: the device has not been received back because the device is still implanted, and is unavailable for evaluation. The navigator surgical technique indicates that the implant should be gently and progressively inserted into the disc space. Also, fluoroscopy may be useful in determining the appropriate trajectory for insertion and care should be taken to prevent the instrument from pushing too far anteriorly. Conclusion: a plausible root cause could not be identified because no issue/damage/malfunction of the implant was reported.

Event description:
It was reported that; during surgery, the surgeon expanded between the intervertebral into 12mm using the distractor. And the surgeon inserted the cage using the inserter to l4-l5. When the surgeon inserted the cage, the cage protruded anterior from the vertebral body. The surgeon not removed the cage and inserted another of cage. The surgeon is monitoring for the patient now. There is no damage at present.